Event description:
This male pt was presented to the interventional lab for repair of a lesion located in the right iliac artery. The vessel was described as slightly calcified. The physician accessed the pt by using a right groin approach. The lesion was accessed with a guidewire, with no difficulty, and the stent delivery system (sds) was passed to the lesion. The information states that the balloon did expand upon it first inflation, successfully. Upon the second inflation the balloon burst at less that 8 atmospheres. An indeflator (boston) was used in the procedure. The ruptured balloon was safely removed and another balloon (boston) was used to complete the procedure. There was no consequence to the pt.